Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 3.

Event description:
Reference number (B)(6). Event occurred in canada it was reported that the patient experienced cannula issues with three infusion sets. The cannulas were kinked. The event occurred on 01-jun-2024. Patient noticed symptoms within 3 hours of insertion. The site of insertion was the thigh and upper buttock. Blood glucose level was 25 mmol/l at the time of the event. Patient took correction injection via mdi for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.